Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this single coil shock lead had impedance measurements out of range (127 ohms). Boston scientific technical services (ts) was contacted and discussed options of increasing out of range values to 150 ohms to prevent alerts. The lead remains in service and no further issues have been reported.